Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the bottom roller was damaged and the comb was bent. The bottom roller, comb and comb springs were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the ratchet handle no longer fit on the mesher and the cutter caused damage to the taken graft. An additional graft was not needed and it was reported that the handle no longer fitting onto the mesher was a user error. There was no patient impact and there was no delay. During product evaluation it was found that the comb was damaged. Due diligence is complete and there is no additional information available.